Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2007. It was reported that her stimulation has weakened and she is no longer able to communicate with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful.